Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet device was not functioning, the screen was blank and the device did not respond even when placed on the charger. The spouse noted that the device became warm during charging but still failed to turn on. The issue persisted through the day and a replacement was arranged. No blood glucose data could be obtained from the spouse at the time of reporting. No injury was reported.